Event description:
A malfunction alarm was reported with a malfunction code of "malf 0." There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode and to send it back using a pre-paid label within 10 days. A replacement pump was arranged by technical support, as the original pump was under warranty, and the customer planned to use multiple daily injections (mdi) as a backup insulin therapy.